Event description:
The customer reported experiencing a cartridge alarm on two occasions, specifically on (B)(6) 2025. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer resolved the issue by loading a new cartridge in both instances and successfully resumed insulin therapy. Technical support identified that the customer was filling cartridges with cold insulin and not performing the air removal step, and accordingly educated the customer on the correct filling procedure. The customer understood the instructions and planned to implement the correct procedure in the future. No further action was necessary.